Event description:
The surgeon reported that the plate fractured after he flattened the plate to use for a 1-2 midfoot fusion. The fracture occurred at the compression slot. The plate was left in the pt as it was still providing fixation across the tmt joints.